Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg and insulin delivery was resumed.